Manufacturer narrative:
Upon additional information received, this event was not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device is not being returned for evaluation; however, olympus investigation into this event is underway. Should additional information be provided prior to the investigation completion, a supplemental report will be submitted.

Event description:
As reported, the evis exera ii gastrointestinal videoscope inner biopsy channel is torn and has pieces falling off. The user facility did not note whether this event occurred during a procedure or not. However, there was no patient harm or consequence reported as a result of this event.